Manufacturer narrative:
The referenced uhi-4 is planned to return to olympus medical systems corp.(omsc) for evaluation, however the uhi-4 is not returned to omsc yet, therefore omsc cannot evaluate the uhi-4. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during the unspecified laparoscopy, abnormal noise was generated from the uhi-4. The facility changed the uhi-4 to the other unspecified similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2018-00305 to provide the device evaluation results. The referenced uhi-4 was not returned to olympus medical systems corp. (Omsc) for evaluation, however the proportional valve which had been assembled to the referenced uhi-4 was returned to omsc. Omsc evaluated the referenced proportional valve in combination with the uhi-4 owned by omsc and found that the phenomenon could be duplicated. Omsc returned the proportional valve to the manufacturer of the proportional valve for further investigation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2018-00305 to provide the device evaluation results. Omsc received the investigation result of the proportional valve from the manufacturer of the proportional valve. There was the adhesion of unspecified foreign particle near the o-ring inside the proportional valve. It was considered that the abnormal noise was attributed to the air leak due to the foreign particle. It was unknown what the foreign particle was, however it was not derived from the uhi-4. Therefore there was the possibility that the foreign particle entered from the outside of the uhi-4 accidentally at the facility. Omsc checked the manufacture history of the uhi-4, there was no irregularity found. Olympus stated the appropriate handling of uhi-4 and the counter measures against abnormalities in the instruction manual of uhi-4. There were no further details provided. If significant additional information is received, this report will be supplemented.